Event description:
Healthcare professional reported 14 days after injection in the cheeks "cheeks, hanging cheekies, mandibular contour and marionette line" using a "pix'p special canula" (non-packaged needle) with juvederm voluma with lidocaine and with juvederm ultra 3 pt developed nodules in the "check." Pt was treated with hyalase to the "left side" and was injected with juvederm ultra 2 to "compensate the surface irregularities."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time, the event of nodule skin is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.